Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an unspecified neuro procedure using a 6f sheath. Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. A vasospasm occurred but was related to the neuro procedure and was unrelated to the proglide. The cerebral vasospasm was treated with medication. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a link break. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.